Event description:
It was reported that during routine follow-up the pulse generator exhibited a diagnostics anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.